Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a piece of the endo catch bag tore off at the point where the bag joins the instrument. The piece of the bag was recovered. Used another device without further complications. No ill-effects to the pt. Unfortunately, the device is not being returned for examination.